Event description:
It was reported that during a laparoscopic gastric sleeve procedure, with a green reload, the device partial fired with the cutline and staple line equal in length. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle the long60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.